Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : unconfirmed, no issue observed. Investigation conclusion : based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Root cause description : based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in (B)(4). Rationale : complaint is unconfirmed.

Event description:
It was reported that the safety mechanism of a bd ultrasafe passive¿ x-series needle guard syringe pre-activated and popped off the syringe. The patient was still able to inject and receive the medication and did not miss a dose.